Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient tested on a cobas 8000 e 602 module. The customer confirmed calibration and qc were ok. On (B)(6) 2021, the patient's initial hcg result was reported outside the laboratory. On (B)(6) 2021, the customer received a complaint from the clinician regarding the initial hcg result. The customer performed repeat testing with the patient's sample on the same cobas 8000 e 602 module. On (B)(6) 2021, the patient's initial hcg result was 0.369 iu/l. On (B)(6) 2021, the patient's repeat hcg results were 1401 iu/l and 1410 iu/l. The customer determined the hcg result of 1401 iu/l was correct. The hcg reagent lot number was 55103600 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation reviewed the system's alarm trace and there were alarms that indicated air bubbles or foam on the sample. The investigation found one alarm event that was directly linked to the pipetting time of the patient's sample. There were no hardware related system alarms observed. A major hardware issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.